Event description:
Information was received from a consumer regarding an internal neurostimulator (ins). It was reported that when patient is charging the implant the controller screen goes blank, they think there is an issue with the controller battery pack. Caller reported the reset the controller and tried aa batteries and controller power on. Patient services (ps) reviewed function of controller, battery pack, recharger. Ps asked caller to inspect the recharger (rtm) for damage and if the rtm gets hot when recharging and caller said the rtm is very warm and patient has been charging for 15mins. Caller stated the controller screen goes from poor to excellent and the ins battery % takes a long time to change on the screen. Caller stated the ins is oblique in the pocket and when patient is at home they can be in a better position to charge ins, she will be checking the ins with the clinician programmer. The issue was not resolved. An email was sent to the repair department to replace the recharger device.

Manufacturer narrative:
Concomitant medical products : product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, intermittently stuck on checking the recharger screen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.